Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had delivered inappropriate therapy due to possible atrial fibrillation (af) with rapid ventricular response (rvr). There were two shocks across two episodes. Additionally, inappropriate anti-tachycardia pacing (atp) therapy was reported. The device settings were changed. The device remains in use. No adverse patient effects were reported.